Event description:
It was reported that on (B)(6) 2023 the patient had hematochezia. On (B)(6) 2023 testing was done, angiodysplasia and ulcer were found in the colon, and hemostasis was performed. They received a blood transfusion and the event resolved without sequelae. On (B)(6) 2023 the patient's symptoms improved and they were discharged from the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.